Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab balloon "did not inflate" is not able to be confirmed. The product was not returned for investigation. The customer video was reviewed; the video shows a fluoroscopy view of the patient and iab catheter. The video did not show clear imaging of the iabc balloon/inflation. The reported issue could not be confirmed based on review of the video. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned later, a full investigation of the sample will be completed. Corrected data: n/a

Event description:
It was reported that after the iab was inserted without difficulty, the distal tip did not inflate. Manual inflation was required to successfully inflate the iab. Ultimately, the iab was removed and a 2nd catheter from a different brand was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the iab was inserted without difficulty, the distal tip did not inflate. Manual inflation was required to successfully inflate the iab. Ultimately, the iab was removed and a 2nd catheter from a different brand was inserted at the same insertion site. No patient harm or injury. Patient status is reported as "stable".